Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1601101) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynx instruction for use (IFU),"the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration." Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that 8 days after the mynxgrip device was used with a 5f procedural sheath for vascular closure following a left heart catheterization procedure, the patient had an infection. The patient had the procedure as an outpatient and was discharged without incident. Eight days later, the patient was referred to a vascular surgeon due to pain and redness at the access site. The patient was diagnosed with right groin foreign body tissue; fragmented soft tissue with abundant acute inflammatory exudate. The patient underwent surgery of the right groin due to an infection. The patient was treated with IV antibiotics (ancef and vancomycin). Drains were implanted due to the infection. The patient was hospitalized and was discharged the next day. The patient condition was described as fine upon discharge. No further information is available.